Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) pacing impedance was trending upward, recently measuring greater than 2,000 ohms. All other lead measurements appeared consistent, with no oversensing present on the rv lead. The patient was then admitted to the hospital for an invasive revision procedure. The rv lead was capped and replaced without complication. No other adverse patient effects were reported with this clinical observation.